Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. The iesu generator has been returned for evaluation but the device evaluation has not been completed. A follow-up MDR will be submitted following completion of the analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the logs was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon and procedure name/category. This complaint is considered a reportable event due to the following conclusion: the customer reverted to a backup iesu following an error on the system. While there was no harm or injury to the patient, system unavailability could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to starting a da vinci-assisted bariatric revision surgical procedure, the customer encountered an error u-02. The technical support engineer (tse) recommended powering down the system, conducting an emergency power off (epo) on the vision side cart (vsc), powering cycling the integrated electrosurgical unit (iesu) and reseating all cables. The customer performed this but the u-02 error returned. The customer stated that they had a 3rd party generator in the room and would connect it for the case. There were no further system related issues. The procedure was completed as planned with no reported injury. On 08-apr-2022, the robotics coordinator was contacted and additional information was obtained about the complaint: the procedure was completed as planned without any injury or harm to the patient. Ports had not yet been placed. After they completed the procedure with the backup generator, they were able to use the original erbe for subsequent cases. The issue did not return.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported u-02 error. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair.